Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 1200 mg/dl. The customer was admitted to the hospital on (B)(6) 2016 and was treated with an intravenous insulin drip. The high bg level was resolved. The customer was discharged on (B)(6) 2016. As the customer had changed the pump supplies prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion alarm was unable to be performed.